Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported limited mobility requiring a walker, inflammatory cardiomyopathy requiring heart transplant, and infectious complications. Medical records reported tingling feet, weakness, decreased mobility, pseudotumor, heterotopic ossification just anterior to intratrochanteric and femoral neck areas, dislocation with closed reduction, dislocation with spontaneous reduction, dislocation requiring revision (see (B)(4)), severe metallosis with abductor musculature destruction, alval, chronic inflammatory tissue, and necrotic fibrous tissue ((B)(4)). Lab results with elevated cobalt level greater than 7 parts per billion ((B)(4)). There was no reports of infectious complications or heart complications related to hip components. Patient dislocated right hip, closed reduction was not attempted because of previous failed closed reduction with constrained liner and cardiac conditions. Revision surgical report also noted synovitis and impingement of liner anteriorly and posteriorly. Head and liner reported for dislocation. The stem has been reported on (B)(4) for the impingnment.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.